Manufacturer narrative:
Device code 1546 relates to component code 419. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion details are unknown. The 5.0x40mm mustang balloon catheter was advanced and during the first inflation, the balloon ruptured at 4-5atms. The device was removed intact and the procedure was completed with an unspecified device. There were no patient complications reported and the patient's status is fine.